Event description:
The complainant reported that the impella 5.5 had continuous suction alarms at all p-levels despite excellent positioning. The impella ran good and suction alarms were turned off. The medical doctor thinks there is an issues with the sensor that detects suction alarms. There was no patient harm.

Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The data logs confirmed low pump flow when pump started and remained to the rest of the case. The parameters were in normal range. The visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. The root cause of low flow was unable to be determined as no problem was found on the pump and failure mode could not be reproduced.